Event description:
Note: this report pertains to the second of two device malfunctions occurring during the same procedure. Refer to related MFR report #6000123-2007-00049. According to the complainant, "the second jagwire guidewire was inserted into an olympus swing tip cannula up to the intrahepatic duct, then the catheter was over the wire upward but during removal, the jagwire tip was broken." The physician successfully removed the tip with a bsc extractor retrieval balloon. A third jagwire guidewire was used "as a working wire for stent placement" and the stent was successfully deployed. At the conclusion of the procedure, the pt's condition was reported as stable.

Manufacturer narrative:
Although the complainant has indicated that the suspect device will be returned for eval, the device has not been received. Therefore, a failure analysis is not available; the relationship between the device and the event is undetermined. A search of the complaint database revealed one add'l complaints was reported for this lot (different customer, same failure mode). The oct 2007 15-month jagwire product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.